Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the single use aspiration needle was too short in relation to the sheath. The issue was found during a diagnostic endobronchial ultrasound procedure. It was not specified whether there was a delay, but the procedure lasted about 1 hour 30 minutes, and the patient was under sedation at the time. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide a correction to d4. The lot number of the device is unknown.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the device evaluation. Please see updates to d4, d9, h3, h6 and h10. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The device was not returned in its original packaging. The stylet as well as the stopper were not returned for evaluation. The insertion section has signs of heavy bends and kinks. There was also dried foreign residue identified inside the insertion section near the handle. A heavy kink as well as heavy dried foreign residue was observed in the insertion section near the handle. The needle slider was pushed all the way to fully extend the needle and a test caliper was used to measure the needle length from the distal end of the sheath. The needle measured at approximately 14.77 mm which is shorter than the standard in the instructions for use (maximum 20mm) when fully extended with the stopper removed. Further functional testing was not performed as the device is severely damaged. Based on the results of the investigation, it¿s likely the single use aspiration needle was too short in relation to the sheath due to the device experienced excessive resistance. However, a final root cause of this event was unable to be identified. The following is included in the instructions for use: "do not forcibly advance the device if excessive resistance to insertion is encountered. This could cause patient injury such as perforation, excessive bleeding, mucosal damage, and/or endoscope and device damage. Reduce the angle of the endoscope until the device passes smoothly. " olympus will continue to monitor field performance for this device.